Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge change errors occurred with multiple cartridges. A new cartridge was successfully loaded to address the issue. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, no additional information was provided by the customer.